Manufacturer narrative:
(B)(4): this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that during removal of the lead at an explant procedure, the tip broke off and was left in the patient. No injuries or death were reported and the patient outcome was reported as unknown. Additional information was requested.